Manufacturer narrative:
Resubmission of initial report due to report error. The original initial report was submitted on 04/6/2017 as MFR report #2240869-2017-69043. Siemens has initiated a technical investigation of the reported event. A root cause has not yet been identified. A supplemental report will be filed upon the completion of the investigation. (B)(6).

Event description:
The customer informed siemens on (B)(6) 2017 that after moving different translational table axis, the rotational value of the column axis was incorrect by 0.8 degrees. The user confirmed that only the value on the display changed from 0.0 degrees to 0.8 degrees however the actual table position was at 0.0 degrees. It is reported that this was a single event for one patient and there is no report of injury or mistreatment as the user recognized the deviation of the display value and the value of the actual table position. This reported event occurred in (B)(6).